Event description:
It was reported that this right ventricular (rv) lead exhibited lead fracture which was confirmed via fluoroscopy with impedance of greater than 3000 ohms. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.